Event description:
It was reported that after a successful coiling of the anterior communicating (acom) aneurysm. The physician removed the microcatheter, and noted that pt had a vasospasm of the internal carotid artery (ica) and a thrombus in the acom artery. The pt was given reopro "to stabilize his condition". Current pt condition is unk.

Manufacturer narrative:
There was not a problem with the device. Device MFR date: unk as the batch/lot # was not provided by the facility.